Event description:
"S/p b sq mastx's for fcd, prior bx's (asp, - fh). Had b subpectoral h/s 210:140 bilumens. The r became encapsulated and had to have a r open capsulotomy and excision of b fibro-fatty breast tissue in the imf's. Apptly pt developed chronic abscesses in r s/p that sx so in 1977 had exploration with cultures/packing and a l closed capsulotomy. Apptly this was unsuccessful and the implant was removed (no records). Presented for r saline replacement. L was also replaced wtih salines (325cc h/s) secondary to contracture. Developed a r hematoma which had to be evacuated. Post-op the r has never been correct with rippling and deep pain. Has lived with it however until 1999 when the l deflated. Presents now desiring tram flap reconstruction. Pt has had systemic c/o's, some of which predated implants. Pt is otherwise healthy."